Event description:
A deroyal umbilical cord clamp was placed on an infant. The nurse heard a noise that sounded like the baby passing gas, but upon investigation realized that the cord clamp had popped open. When reported her coworkers had voiced that this had happened previously, especially with healthy thick cords, that the clamp will not stay closed - which is concerning as an infant could bleed out form an open cord.